Manufacturer narrative:
Device evaluation: software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. No evaluation was performed as the issue was resolved via troubleshooting. : resolved at the time of the issue.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system was in stand alone mode and the pendant displayed a prompt for motion calibration. Site performed motion calibration. Issue resolved after performing calibration. The procedure was completed with the use of imaging. There was a delay of 15-20 minutes. No impact on patient outcome.